Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms with a recent daily measurement (dm) as high as 149 ohms. Review of impedance trends showed an erratic, or "jumpy", rise in shock impedance measurements from 80 ohms to 140+ ohms, however impedance measurements on all lead channels show similar trends but remained within normal limits; technical services (ts) discussed possible causes including physiologic changes or calcification. There was no evidence of noise in stored episodes or during a recent office check. Technical services (ts) discussed troubleshooting options and programming considerations. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had less than three months battery life remaining, and the physician may consider lead revision at the anticipated device replacement procedure. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms with a recent daily measurement (dm) as high as 149 ohms. Review of impedance trends showed an erratic, or "jumpy", rise in shock impedance measurements from 80 ohms to 140+ ohms, however impedance measurements on all lead channels show similar trends but remained within normal limits; technical services (ts) discussed possible causes including physiologic changes or calcification. There was no evidence of noise in stored episodes or during a recent office check. Technical services (ts) discussed troubleshooting options and programming considerations. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had less than three months battery life remaining, and the physician may consider lead revision at the anticipated device replacement procedure. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that the patient implanted with this right ventricular (rv) defibrillation lead was seen in clinic for further lead evaluation. Shock impedance measurements remained stable at 104 to 106 ohms with isometrics and pocket manipulation. Technical services (ts) discussed considering commanded shocks at the upcoming device replacement. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.